Event description:
Restenosis.

Manufacturer narrative:
As reported in the literature review article from korea, "stent fracture is one of the leading causes of restenosis after sirolimus-eluting stent implantation," reports that 24 restenotic lesions were observed in 22 patients. Eight (8) of the cases also had stent fracture. Information regarding additional treatment is not reported in the abstract. This complaint captures one of the cases with restenosis only. Additional details of this event have been requested. Please note that this product with an unknown catalog and lot number, (crsxxxxx) is not distributed in the united states. However, it is similar to the us distributed device, cxsxxxxx. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.